Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the complaint unit was returned connected to the catheter. A visual examination of the complaint unit was carried out. The advancer knob was returned in a backward position; it was loosened and advanced in order to inspect the handshake connection. A handshake connection test was carried out to examine the integrity of the connection and no issues were noted. The drive shaft, coil and sheath were inspected. Crush marks were noted where the hemostasis valve was tightened approximately 19.5cm to 23.5cm from the strain relief. The complaint unit was wet tested and saline was being expelled through the sheath at the crush marks. As a result the device could not be successfully wet tested. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as the condition of the returned device is consistent with over tightening of the hemostasis valve. The dfu states that ¿if the hemostasis valve is tightened excessively, it can crush the sheath around the drive shaft and cause permanent damage to the rotalink catheter. The hemostasis valve should be closed just tight enough to prevent blood loss, but still allow the rotalink sheath to slide through the valve¿. (B)(4).

Event description:
It was reported that a shaft leak occurred. The target lesion was located in the severely calcified distal right coronary artery (rca). A 1.25mm rotalink plus was selected for use. During preparation when flushing the device, it was noted that water leaked from the middle of the drive shaft. The procedure was completed with another of the same device. No patient complications were reported and the patient's condition was good.

Manufacturer narrative:
(B)(4). Age at time of event: 18 years or older device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that a shaft leak occurred. The target lesion was located in the severely calcified distal right coronary artery (rca). A 1.25mm rotalink¿ plus was selected for use. During preparation when flushing the device, it was noted that water leaked from the middle of the drive shaft. The procedure was completed with another of the same device. No patient complications were reported and the patient's condition was good.